Event description:
The device was used during pulmonary lobectomy procedure. Reportedly, the device functioned perfectly but there was bleeding along the suture on the pulmonary vein. The surgeon performed a running stitch with a suture to complete the procedure.

Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.